Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as a tooth extraction (permanent impairment to a body structure) was reported and an align product was being used.

Event description:
The patient reported symptoms of pain, infection, abscess and soft tissue inflammation around tooth # 16 (upper left wisdom tooth). The patient reported visiting an endodontist, who extracted tooth # 16 to alleviate the reported symptoms. The patient reported being prescribed motrin ((B)(6)), (B)(6) with (B)(6) (painkiller), and arespin (blood pressure medication) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently asymptomatic.